Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noted air in the patient line and the heater line of an automated peritoneal dialysis set with cassette. This occurred during fill two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative assisted in ending therapy and advised to start over using new supplies or complete the therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.